Event description:
It was reported that the pump "charging speed is not consistent". There was no reported impact to the customer. Customer declined further troubleshooting. No additional information provided.